Manufacturer narrative:
The insulin pump was received with an intermittent button response due to the corroded keypad traces. No button error alarm was noted. The pump was also received with a minor scratched lcd window, a cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads, and a missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer's blood glucose was 295 mg/dl at the time of the incident. Customer stated that she was just walking to a music festival. Customer was feeling okay and has not treated yet. Customer stated that she had an injection yesterday and has been running high today. Customer declined troubleshooting because she knows why her blood glucose was high. Customer stated that the keys were also not responding. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.